Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d8 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image failure occurred due to a faulty cable. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[precautions against frozen or lost endoscopic images] never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information in reference to the device evaluation (see updated sections d9, h6 and h10). The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to the damage to the cable unit. Additional issues were identified during the device evaluation: leaks at the cable unit and cable units cut and twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a procedure, the image on the camera head had disappeared. There was image interference with cable movement. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.